Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented into the clinic for a follow up, low out of range hv lead impedance was observed. The lead was explanted and replaced successfully. The patient tolerated the procedure fine.